Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -9.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The lens was removed and replaced within the same surgery due to lens tear/break during injection/delivery into the eye. There was no patient injury and the problem was resolved.